Event description:
Premature failure of prsosthetic hip liner on multiple pts. Pts have required re-operation. The following pts have been revised: 23/f, 64/f, 66/f. The following pts will soon require revision: 36/f, 62/f. (*) additional catalog number: 1251-14-000. Additional lot number: 96586007.